Manufacturer narrative:
An investigation will be completed as the actual device will be returned to (B)(4). (B)(4) devices (ID# 83932936, lot# 1105153) were sold to user facility on (B)(4) 2011. No record of any routine maintenance or repairs since purchases. A request for additional info has been submitted to facility from rwmic, no response as of 12/03/2014. The lot 1105153 contains (B)(4) forceps. Until now, no complaints were notified from this lot. (B)(4) considers this matter open. Once device is received by (B)(4) and investigation is complete, a follow up report will be sent to FDA.

Event description:
Richard wolf, (B)(4) was notified by richard wolf med instruments corp USA (wrmic) of a break of a forceps ID# 83932936. Richard wolf med instruments corp (rwmic) was notified that during a procedure a piece of the device broke off inside the pt. A search for the foreign object was performed; however, it was not found. An x-ray was performed and foreign object remains in pt. Facility had backup device available and was able to complete the procedure. No injuries to pt or staff were reported.